Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for the call was patient stated that about a year and a half after they got the implant the cord popped from their back and laid behind their right kidney. Patient stated they went to turn the device on one day and it likely nearly killed them because the cord was burning their kidney and liver. Patient turned the device off and never used it again. Patient mentioned that currently they are having tremors and nausea all the time and their doctor said it looks like they might have a little lithium in their blood battery leakage traces. The hcp directed the pt to contact the manufacturer about removal. Agent reviewed information. The patient was redirected to their healthcare provider to further address the issue. Agent sent the patient a list of physicians.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 7496-51 ((B)(6)); product type: 0191-extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.